Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is considered that the delta ceramic fem hd 36/0mm, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 3002806535-2022-00483.

Event description:
Upon review of this complaint from an investigation perspective, it is considered that the delta ceramic fem hd 36/0mm, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 3002806535-2022-00483.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 30103608, lot#: 65454505, item name: g7 vit e neutral lnr 36mm h, item#: 010000668, lot#: r7313004a, item name: g7 pps ltd acet shell 62h, item#: 51-103150, lot#: 7198025, item name: tprlc 133 t1 pps so 15x150mm. Report source: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that initial right total hip arthroplasty was performed. The patient underwent repositioning with anesthesia due to dislocation approximately three (3) weeks later. Due diligence is in progress for this complaint; to date no additional information or product has been received.